Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false brady episodes due to undersensing were observed. Patient was called in clinic and device was reprogrammed. The changes resolved the undersensing issue. The patient will continue to be monitored normally.